Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl and a high ketone level identified as dangerous by healthcare provider; cause was unknown. Bg was addressed via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level. System check with tandem technical support confirmed the pump was functioning as intended.